Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 3 of 4. A review of the patient¿s treatment records identified that the patient drained 4762 ml during drain 1 of the treatment. This drain volume is greater than 180% of the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised that an escalation has been sent. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with peritoneal dialysis therapy on their cycler without reoccurrence of the reported event. The cycler is not going to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 3 of 4. A review of the patient¿s treatment records identified that the patient drained 4762 ml during drain 1 of the treatment. This drain volume is greater than 180% of the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised that an escalation has been sent. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with peritoneal dialysis therapy on their cycler without reoccurrence of the reported event. The cycler is not going to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.